Manufacturer narrative:
The device was evaluated received with the cannula fully deployed and the pink slide visible. The pod ran for 2746 pulses. After investigation of the needle mechanism, no issues were found that would result in the cannula failing to deploy as intended. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The patient reports a pod in which the needle did not deploy. No further information had been provided.